Event description:
Manufacturer representative reported pocket infection. The neurostimulator and extension were removed, but have not been returned to the manufacturer for analysis. Additional information has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA. If additional information is received.